Manufacturer narrative:
Continuation of d10: model: w1dr01 ipg; implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) epicardial lead exhibited oversensing with high v-v interval sensing integrity counter (sic), with physiologic and non-physiologic noise and increased impedance. Potential lack of capture further noted on presenting electrograms (egm) with atrioventricular dissociation rhythm noted. The rv epicardial lead was capped and replaced. It was further reported that the patient experienced bradycardia. The rv lead further exhibited high thresholds. The other epicardial rv lead exhibited high thresholds and no capture. This lead was also capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) epicardial lead exhibited oversensing with high v-v interval sensing integrity counter (sic), with physiologic and non-physiologic noise and increased impedance. Potential lack of capture further noted on presenting electrograms (egm) with atrioventricular dissociation rhythm noted. The rv epicardial lead was capped and replaced. No further patient complications have been reported as a result of this event. It was further reported that the patient experienced bradycardia and congestive heart failure due to lack of atrioventricular synchrony. The rv lead further exhibited high thresholds. The other epicardial rv lead exhibited high thresholds and no capture. This lead was also capped and replaced. No further patient complications have been reported as a result of this event.